Event description:
It was reported that during a whipple procedure, the device fired an incomplete staple line. The procedure was completed with sutures. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.